Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller by providing pump reset information and guided them through the reset process; the customer chose not to receive further assistance regarding insulin resumption or continuous glucose monitor reconnection.